Manufacturer narrative:
After review of medical records, it was found that this component is a competitor product. This report will be rejected.

Event description:
Update 02/23/17 medical records received. After review of the medical records for MDR reportability, alleges injury of an indeterminate nature from the depuy products' malfunction. Revising surgeon indicated in office note findings of an obvious loose distal locking screw from the intramedullary tibiotalocalcaneal fusion nail in plaintiff's right ankle. X-rays indicated that the intramedullary nail was still in good position 7 months post-op, with the ankle in good procedural alignment, with "proper subchondral physiologic density of the fusion bone mass". No arom of the ankle joint or subtalar joint. Intraoperatively, revising surgeon determined that the remaining proximal-most screw was "deep, tight, and without wind shield wiper sign", with no abnormality seen on intraoperative x-rays. Loose distal screw removed. Upon further examination, it is determined that the products involved are competitor products no longer owned by depuy. Therefore the product submitted to the FDA will be voided in this update.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges patient was revised due to the distal locking screw coming out of the intramedullary rod.